Event description:
The hcp reported that, slowly over the last year, the pt has experienced shaking and tremors,which were felt to be like withdrawal symptoms. An xray was done that demonstrated the "catheter in place and noted to have retained catheter," due to previous catheter malfunction. Cerebrospinal fluid was obtained from the sideport. The actual and estimated pump reservoir volumes matched. The patient was started on clonopin to treat the symptoms. The hcp was concerned the symptoms were related to the retained catheter, which might be creating an irritation or myotonic clonus. The patient is reported to have recovered without sequela. The hcp continues to monitor the patient and he seems to be improving.